Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred.   The (B)(4)% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). After a non-bsc guide catheter was advanced, intravascular ultrasound was attempted but failed. A 3.00mm x 12mm emerge¿ balloon catheter was advanced to pre-dilate the lesion. The balloon was inflated twice at 12 and once at 14 atmospheres upon the third inflation at 14 atmospheres the balloon ruptured due to the calcification. The procedure was completed with a different device. No patient complications were reported.